Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she is her way to the emergency room due to high blood glucose. Customer stated that her blood glucose reading was 315 mg/dl. Customer stated that she had high blood glucose for 3 days, has changed her infusion set 3 times, but the blood glucose was still high. Nothing further was reported.